Event description:
Infusion pump with a system error code 2n found in the event history. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event.